Event description:
Event description boston scientific received information that a coil on this sq array appeared to be fractured under flouroscopy. The fracture was in one of the fingers. The shocking lead impedance tests show that lead measurements have not changed. The boston scientific representative questioned whether dft testing should be performed. A boston scientific technical services consultant discussed delivering a minimum and maximum energy shock to test integrity of the shocking system.